Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: could you kindly provide the package lot number of the clips, please? =>unk. Please provide the applier product code and lot number? =>unk. - what suture type and size was used? =>unk. When the event occurred, was the suture placed near the hinge of the clip? =>unk. - were you able to lock the clip closed on the suture? =>unk. If yes, after it closed, was the clip holding securely fixed on the suture? =>unk. Was the applier checked for damaged (jaws straight and aligned)? =>unk. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? =>unk. H3 investigation summary ==> the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned cartridge. Visual analysis of the returned sample revealed that the xc200 cartridge was returned with no apparent damaged and it was received empty. In addition, one empty foil were received along with the reload. Although no conclusion could be reached on the cause of the reported event. The event report could not be confirmed as the reload was received empty. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device and no non conformances/manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a robot-assisted partial nephrectomy procedure on (B)(6) 2025 and suture clips were used. During surgery the device could not form on the suture properly. The clip was not formed even when the applier was fired without a suture present. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No adverse patient consequences were reported. Additional information was requested.